Event description:
Medtronic received information that 8 years following the implant of this mechanical valve, the patient presented with heart failure symptoms. Additional information was received that 99 months following implant, a septal myomectomy was performed due to the determination that there was a sub-aortic circumferential membrane and pannus present. The valve remains implanted and the patient recovered normally with no adverse effects.

Manufacturer narrative:
Product analysis: no product was returned to medtronic's quality laboratory. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The echocardiogram over read performed by an independent board certified cardiologist concluded: ¿there is normal function of the bileaflet mechanical mitral prosthesis. There is evidence of probable severe left ventricular (lv) outflow obstruction. Lv outflow obstruction is not at the level of the aortic valve, but rather appears to be subvalvular and non-dynamic. Based on available images, the most likely etiology of the lv outflow gradients is an lv outflow tract ridge; there appears to be no relation between lv outflow gradients and the mitral prosthesis.¿ there was no evidence that the valve failed to perform as designed or that it caused or contributed to the clinical observation. (B)(4). Location : outpatient clinic/surgery. (B)(4).